Event description:
It was reported that the tubing of a clearlink extension set broke during infusion. Reportedly, the tubing broke at the luer, just above the insertion site of a catheter. This event occurred during the infusion of a parenteral nutrition solution via a sigma infusion pump. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: the reported condition of a leak was confirmed. The cause of the reported condition was that the male luer had separated from the tubing at the male luer inlet port. Closer visual inspection showed that, there is no visible solvent plow ridge on the tubing end. If additional relevant information is received, a follow up report will be sent.